Event description:
It was reported that this right ventricular (rvi lead exhibited noise on a real time electrocardiogram during a follow up appointment. Provocative maneuvers were performed, however noise was unable to be reproduced. This rv lead was reprogrammed the automatic gain capture floor. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).